Event description:
In 2008, the patient reported on two separate occasions in the last 2 weeks, he has had elevated blood glucose readings of approximately 340 mg/dl. He said that both times when he removed his insulin infusion headset, the cannula was bent. He said he corrected his readings by changing his infusion headset. He said he discarded the infusion headsets at issue. He stated the headset had been in for about 2 days at the time of the incidents. The patient stated he noticed the general area the headset was removed from had skin that was "a little bit hard." Site rotation and management were discussed with the patient and complimentary infusion sets, an insertion device and a guide to site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.